Manufacturer narrative:
Analysis of the device did not reveal any physical or functional anomalies. Interrogation of the device revealed the device was above the elective replacement indicator (eri) as received. Sensing was tested on the bench; the device sensed the cardiac simulator¿s signal properly with no undersensing or anomaly. The reported undersensing anomaly was not reproducible.

Event description:
It was reported that the patient passed away due to cardiac collapse. Based on review by technical support, undersensing was observed on the device due to r wave amplitude variation. A shock was delivered and the patient returned to sinus; however, this rhythm then appeared to be an agonal rhythm. Additional information was requested but not received.